Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the black box revealed a ¿call service (cs) 069¿ failure was written as ¿cs87¿ failure. The battery cap or cartridge cap was not returned; therefore, a test battery cap and cartridge cap were used to complete the investigation. During investigation a ¿call service (cs) 069¿ alarm was reproduced during the rewind step. A component failure was found on the pcb.